Event description:
It was reported that the patient experienced a low blood glucose of 53 mg/dl while using the ilet system, and the patient self-treated with oral carbohydrates and returned to range. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose after treatment without hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.